Event description:
It was reported by service report that the pt right side latch was misaligned and not locking properly. The customer could not determine if there was pt involvement or if there were adverse consequences to report.